Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device result to lab inrs were 7.5. Repeat 5.9/3.7 on 10/26/06 and 5.9, repeat 6.1/3.6 in 10/06. The device was replaced and requested to be returned for evaluation.